Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had a hole in the hose. The device was being used during an unknown surgical procedure, but there was no injury reported. It is unknown if any medical intervention occurred. The date of this event is unknown. There was no additional information provided.